Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor was found visibly damaged and that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported adverse event associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Evaluation also revealed visible moisture damage to the force sensor and the force sensor resistance measurement was out of calibration. The pump was primed successfully and exercised with no loss of prime warnings duplicated.